Event description:
The patient had an endeavor sprint drug-eluting stent implanted in the rca during the index procedure. Approximately 21 months post index procedure the patient suffered an mi. Investigator assessed that the event was not related to the study device. The patient recovered with treatment.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).